Event description:
During the index procedure, one admiral xtreme pta balloon catheter was used to treat the right sfa. A dissection was noted during the procedure. Dissection was treated with a non-medtronic stent. Investigator indicated that the event was definitely related to the study device and procedure. Outcome is resolved. The patient developed metastatic colon cancer and died approximately 13 months post index procedure. Patient had been treated with medication. The investigator assessed that there was no relationship between the event and the study device or procedure.

Manufacturer narrative:
Results and conclusions: (dissection). (B)(4).